Event description:
Suturer breakage: customer states that suture broke during surgical procedure. There are no reported adverse consequences to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulations of 7/31/98 requires reporting of incident once medical device family initially reported assuming incident could recur.